Manufacturer narrative:
On (B)(6), 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or patients younger than 65 years who have a greater risk. For reminding, if ever the packaging appears as damaged (source of contamination, loss of sterility), it should not be used by the surgeon as mentioned on the tornier's IFU. Root cause cannot be determined based on the information available.

Event description:
It was reported that a patient underwent a revision surgery due to infection., 6 months post-op.patient ID: (B)(6).